Event description:
The customer contact reported that the device did not deliver. The customer reported the device was in patient use. No specific patient info, device programming, or event details were provided. It was reported, the device was immediately removed from clinical service. Therapy was continued with a replacement device. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.